Event description:
In 2009, a complaint was received regarding a film processor which caught fire during operation at a user facility. The user facility stated that the nurse who witnessed the incident claimed there was no injury to any individual, staff, or patient. A month later, the user facility refused to divulge the patient or witness involved with this event in spite of several attempts to obtain this information. The user facility stated that they should not have to provide this information since no one was injured. The user facility also refused to provide us with the service history of the device. On 04/07/09, we were advised by an employee at the user facility that the device was in storage for an unknown length of time. The device was brought out of storage and used for approximately one day before the incident occurred.

Manufacturer narrative:
MDR investigation results: the complaints were reviewed for the peri pro I device since initial manufacturing date. No incidences were reported for this product. This device was found to have never been serviced by air techniques. The device history record was reviewed and found to be complete and the device was determined to meet engineering design requirement specifications. It appears that the cause of the incident was that the device was serviced by an unauthorized representative.